Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Replaced isolated stand-alone kit, stand-alone board failure. Generator would not come to ready. System operational with new stand-alone kit installation. Tried to rehome system gantry, found x-stage cover damaged. New cover ordered. Returned the next day and replaced x-stage cover, which was extremely malformed and dented, causing docking issues on the imaging system. Installed new x-stage cover and rehomed imaging system completed. The imaging system passed the system checkout and was found to be fully functional. Issues resolved with part replacement. The stand-alone x relay was returned to the manufacturer for analysis. Investigation of the confirmed reported problem "shorted. Damaged board, generator won't boot". When stand alone board was powered on the bench, all the leds are off. No +15v, no 110v. The hardware investigation found that reported event was related to an electrical failure; no power failure mechanism. X-stage cover was not returned for analysis following multiple attempts. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A biomed site representative reported that he had red x's for motion and communication when booting up the imaging system. The motion stated "system dock, raise gantry". While troubleshooting, he tried rebooting both the mobile view station (mvs) and image acquisition system (ias) and unplugging/replugging the umbilical cable. No resolution. He raised the gantry and motion error message went away. Communication was still disabled. There was no patient present when this issue was identified.